Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they were experiencing discomfort/soreness/pinching. It was unknown if the issue was resolved. Patient mentioned a discomfort around 11am today, patient said they felt a pressure on their pelvic area instead a normal urge to urinate but nothing came out when they went to the bathroom. Patient rated the discomfort 4/10.7 notified manufacturing representative (rep) to contact patient if assistance was needed. Advised to call physician if need medical assistance. Additional information was received from a healthcare professional(hcp). The hcp reported that the patient did not experience urinary retention prior to the device and catheterization was not the patient's 'standard of care' prior to the device. The steps taken to resolve the issue was device was adjusted, patient's symptoms improved and surgery was done. The issue was resolved.